Event description:
The customer reported that the knife blade would not advance. The surgeon applied force to the trigger to advance the knife blade and this caused a piece of the blue jaw to fall off of the device into the pt cavity. The piece was retrieved and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.